Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were intermittently unresponsive and the keypad buttons were hard to push. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: "contrast","up" and "down" keys have intermittent response to button presses. The keypad was fully intact, with no peeling or damage observed, and was removed to investigate. Evidence of keypad contamination was located under the "contrast","up","down" and "ok" contact buttons. Unrelated to this complaint, pump booted to the verify screen with dim pink contrast. The old screen was removed and replaced with a new test screen and contrast returned to normal with test screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.